Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("imaging showed a metal fragment in uterus") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "hysteroscopy showed right coil looks bunched up" in 2017. In 2008, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopy performed). Essure treatment was not changed. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - in 2017: right coil looks bunched up. In 2017: CT and ultrasound. Imaging showed metal fragment in uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.